Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event, con313204, contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events due to momentary disconnections involving bat817949 within analyzed period. Additionally, log file analysis revealed that the batteries were involved in a controller power up event on 20-feb-2021 at 05:27:01. However, power switching was not related to the loss of power. The data point prior to the loss of power revealed that a battery was connected to power port one (1) and another battery was connected to power port two (2). The data point recorded after the loss of power revealed that an active adapter was connected to power port (1) and another adapter was connected to power port two (2). The controller was without power for 10 seconds. As a result, the reported loss of power and power switching events were confirmed. However, the observed power switching did not lead to the loss of power. A power source lubrication was performed on the battery the second battery on 07-jul-2020, prior to the reported event. There is no evidence that a power source procedure was performed on the first battery. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial or lot#: bat817949 d9: yes, return date: 09-mar-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system -battery, model #: 1650de, catalog #: 1650de, expiration date: 31-may-2021, serial#: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 07-may-2020. Labeled for single use: no. Patient ime code(s): (B)(6). Imf code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited suspected power switching leading to a loss of power to the controller. The batteries were exchanged. No patient complications have been reported as a result of this event.